Manufacturer narrative:
(B)(4).

Event description:
It was reported that one measurement of high out-of-range hv lead impedance was observed. All measurements were in normal range during in clinic testing. Patient&#38112;condition was good. Physician decided to monitor the lead with short follow-ups.